Event description:
The device was returned due to processor hardware failure (linux core). Upon return, the device started up with a state 1 alarm. Log files indicate processor hardware failure (linux core). The som module is not functioning properly. The som module will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: customer reported: pump is giving a red alarm. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.